Manufacturer narrative:
Adverse event review clinical note and patient coding verification: clinical and verified patient coding were reviewed on 09-apr-2025 per 100553403 and 100553401 with the currently available information provided. The coding updated: removed pc paresthesia from (B)(4) and added pc local reaction. Per the information provided, there was no mention of paresthesia, but there was swelling (swealing) after the trauma. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent breast augmentation revision with a mentor memorygel 375cc silicone prosthesis developed significant complications, including right-sided capsular contracture grade IV, symptomatic rupture, chest injury, and paresthesia, following a trauma to the breast sustained from being kicked. The clinical evaluation revealed marked swelling and implant displacement, indicative of compromised structural integrity of the implant and surrounding tissue. This diagnosis was confirmed during an in-office examination. As of the time of this report, mentor has not received any information regarding the patient's planned explantation or an anticipated date for the removal of the prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. H6 health effect - clinical code e2402: chest injury. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).